Event description:
Customer stated that the false negative patient results for small blood was reported to physician but corrected early.

Manufacturer narrative:
It was stated the ichem velocity urine chemistry analyzer reporting erroneous results on various analytes, notably false negative for blood that was caught early. No change in patient management or adverse events reported. There were false positive bilirubin, nitrite and glucose on unknown number of patient specimen. No adverse events reported for these either. Fse replaced the waste/wash well and tubing, syringe pump assembly and pipette bracket assembly, aligned the probe, checked the pipette y/z alignment and dosing process. Fse then ran 10 diluent tubes without any false positive results. Fse installed new (srm) strip reader module, ran reflectance check strips and they passed. Installed a new waste pump, ran controls they passed. System validation documented in customer qc record.